Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump received unexpected restart and external ram crc error alarm. The customer¿s blood glucose at the time of incident was 130 mg/dl. The customer reported that the alarm occurred shortly after inserting a new battery. The customer performed self test and it failed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, selftest and displacement test. No a17 alarms noted. However, unit alarmed error test and after battery installation due to c13 I/b leaking voltage. Unit received with minor scratched display window.